Event description:
Information was received based on review of a journal article which compared short, flat-wedge, tapered, broach-only femoral stems (taperloc microplasty) and standard-length, double-tapered, ream and broach femoral stems (mallory head porous). There were two-hundred sixty-nine (269) patients in the taperloc microplasty group and three-hundred eighty-nine (389) patients in the mallory head porous groups. The article reported the following events and/or revision procedures occurred: mallory head hip stem group: (12) twelve intraoperative femoral fractures: 3 trochanteric avulsions (including 2 with rheumatoid arthritis [ra]), 7 type I femoral fractures (including 1 in a patient with ra) and 2 type iii fractures. (4) four acetabular revisions (3 for loosening and 1 for metal sensitivity; acetabular components involved not specified). (1) one temporary sciatic nerve palsy (less than 12 hours). (1) one chronic sciatic nerve palsy. (1) one revision for periprosthetic fracture identified at 2 weeks after surgery. Taperloc microplasty hip stem group: (1) one intraoperative femoral fracture in a patient with ra. (2) two acetabular revisions (1 for cup migration and 1 for acetabular fracture/cup protrusion; acetabular components involved were not specified). (1) one revision for continued pain, radiolucencies around femoral component on plain radiographs and a bone scan with increased uptake, suggesting aseptic loosening versus infection.

Manufacturer narrative:
The information being reported was found in a journal article titled "a short tapered stem reduces intraoperative complications in primary total hip arthroplasty". Clin orthop relat res (2012) 470:450-461. Current information is insufficient to permit a conclusion as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article, therefore, the following sections could not be completed: dates of events - unknown, expiration dates - unknown, dates implanted - unknown, dates explanted - unknown. (B)(6). Manufacture dates - unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.